Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after an infusion set change, with blood glucose values in the 300s mg/dl and performed visual checks for kinks or leaks with none observed; the user was low on insulin and completed a full supply and infusion set change with guidance, after which insulin delivery was resumed. Symptoms included elevated blood glucose. Outcomes included user self-monitoring and no hospitalization or medical intervention beyond troubleshooting and education. Investigation included user interview, device use review, and guided troubleshooting of the infusion set and supplies. Investigation of this case revealed no observed device or infusion set malfunction and successful resolution steps through a complete set change and resumption of insulin delivery. It was concluded that the cause of the hyperglycemia was unclear and that the device functioned as intended following the supply and set replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.